Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd screen was observed. The device's lcd screen and backlight cable were replaced to address the issue.